Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the device was reprogrammed and the lead remains in use.

Manufacturer narrative:
Concomitant medical products: product ID: 4968-25 lead, implanted: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead warning on the left ventricular (lv) and right ventricular (rv) leads for low impedance. The leads remain in use. No patient complications have been reported as a result of this event.